Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 575 mg/dl. Customer thought the infusion set was the cause of event; however, no specific issue was reported. Customer changed out the infusion set and delivered a bolus to address bg. Recommendation was made for the customer to discuss event with a healthcare provider.